Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture confirmed via MRI. Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Cancer breast: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device.

Event description:
Patient reported a right side rupture confirmed via MRI. Healthcare professional confirmed right side rupture. Device has been explanted.